Event description:
The customer ran blood glucose tests on 2 breeze2 meters and received readings of 92 and 168mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Test strip information was not provided. Product was not replaced.